Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d1, d2a, d3, d4 (catalog, lot), d10 concomitant, h4. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. It was stated that the affected side involved is on the right anterior hip.

Event description:
It was reported that during a total hip replacement, when it came time to place the emphasys cup the surgeon using the offset manual handle for the first time, requested that handle and the reporter had reviewed the surgical technique the day before and again at the scrub sink the day of the case. The first attempt caused the cup to spin on the handle, so the surgeon removed it and the reporter reset the instrument; on the second attempt the cup gained some purchase but less than before. When the surgeon found an acceptable position, the cup would not release from the instrument and remained attached; the cup will be sent in. As a result, the team had to burn a cup and switch from emphasys to pinnacle because no additional offset manual handle was available, and retrieving and opening the pinnacle pans added significant time. The surgeon then requested a multihole gription cup and planned to place screws because cup purchase was lost. The incident caused a major delay, an implant was sacrificed, no parts remained in the patient, the patient was not harmed, and once the cup was secured the procedure continued as normal. Doi: unknown. Doe: (B)(6) 2025. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that when it came time to put the emphasys cup in, dr. Requested the offset manual handle. This was the first time dr. Had used this. The reporter knew this going into the case and reviewed the surgical technique the day before and at the scrub sink the day of on how to properly use is. In the first attempt to put the cup in, the cup kept spinning on the handle. Dr. Pulled it out and the reporter reset the instrument to try again. This time the cup was getting bite, but not as much as the first time. When the doctor found a good position he tried to release the cup from the instrument and it would not come off. The cup was still on the handle currently and will be sending it in. This caused multiple problems. First off, the reporter had to burn a cup. Second, the reporter had to switch from emphasys to pinnacle since did not had another offset manual handle and dr. Needed that. Third, since switched from emphasys to pinnacle, it took significant amount of time to go get the correct pans and open them. At this point the doctor requested a multihole gription cup since the "bite" was gone and he was going to have to put in screws. So to sum it up. This caused a major delay in our case, dr. Had to burn an implant, no parts were in the patient nor was the patient harmed. After the cup was in place the procedure continued as normal". The product was not returned to depuy synthes, however a photo was provided for review. (B)(4). The photo investigation revealed only one side of the device shown in the evidence provided. Device was shown assembled with is mating component, however, no other observation pertaining to the nature of the reported event could be identified. The investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Additionally, functionality issues cannot be assessed through a photo investigation. As the device was not returned, and as-received condition could not be assessed through only photo evidence, a dimensional inspection, functional test and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: the explant date ((B)(6) 2025) in the initial medwatch was reported in error. The device involved was an instrument and does not have an explant date.